Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of sleep/wake button unresponsive was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas exhibited a nonresponsive sleep/wake button, resulting in an inability to lock or unlock the screen without placing the device on a charger; a forced restart via the sleep/wake button was unsuccessful, and a replacement device was arranged. Symptoms included no adverse clinical effects, with blood glucose reported as 104 mg/dl and unaffected. Outcomes included continued use of cgm and instruction on device shutdown and replacement procedures. Investigation included troubleshooting, review of device use, and receipt and inspection of the returned device. Investigation of this case revealed a suspected hardware failure of the sleep/wake button assembly causing intermittent and then persistent unresponsiveness, with touchscreen function otherwise normal. It was concluded, based on previously established findings for similar reports, that the cause was a device component malfunction likely related to the physical button mechanism.